Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was unknown. The customer stated that the keypad is unresponsive. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 43 mg/dl. The customer was treated with raisins and blood glucose came back up to 63 mg/dl. The customer was advised to follow up with health care provider. The customer was advised that potential to over bolus is a concern. Customer declined further troubleshooting on low blood glucose.

Manufacturer narrative:
The pump was received with intermittent button response due to a flattened down arrow button dome switch. The keypad connector was fully locked. The pump had a cracked reservoir tube lip.